Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pcf and medical records received. After review of medical records, it was reported that patient was hypotensive and had acute blood lose anemia, requiring blood transfusion and had hyponatremia. Had difficulty controlling pain and anesthesia assisted with pain management plan. The patient was diagnosed with le mid and distal femoral dvt and proximal and distal politeal dvt on (B)(6). The patient was sent to operating room for irrigation and debridement of left thigh abscess, no implants were removed. Doi: (B)(6) 2016; dor: none reported; left hip.